Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 18 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter.catheter rupture.(B)(4)

Event description:
Embolization treatment of a dural fistula with onyx. During onyx injection, it was reported the catheter ruptured at approximately 6cm from the distal tip.no patient injury reported.same event as MDR# 2029214-2011-00020